Event description:
Additional information was received. It was reported that there had been chronic non-healing of the pump pocket wound, accompanied by chronic drainage from the abdominal incision. The entire device system had been explanted and was replaced four days later.

Manufacturer narrative:
(B)(4). Conclusion. Product ID 8840, product type programmer, physician product ID 8709, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2008-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the edge of the pump incision site appeared to have dehisced with evidence of "fat necrosis and breakdown of the incision medially". The patient experienced increased pain and leakage from the pump wound. The pump contained morphine sufate 2.5mg/ml at a daily dose of 1.501 mg. The patient was taken to surgery; no infection was noted in the pump pocket. The patient recovered without sequela.